Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-02798. It was reported that one of the patients lead had migrated, which caused ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the migrated lead was explanted and replaced. Effective therapy was restored post-op. It is unknown which lead was explanted, so both related devices are being reported.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.